Manufacturer narrative:
Although the complainant indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp that a corflo cubby low profile gastrostomy device was placed in 2008. According to the complainant, three days after the procedure, the y-adapter detached from the tube during feeding. Reportedly, the user did not pull hard at the time that this occurred. Another corflo cubby low profile gastrostomy device was used to replace this device. No pt complications were reported as a result of this event. The pt's condition was reported as "good."